Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111: advises: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The patient reported that she changed her basal program across the board to .6 from .55. Her blood glucose crashed the following day and she had to go to the hospital because of her low blood glucose. She stated that it was not due to any fault of the system but because of her adjustment. She has since changed it back to .6 from 12:00am to 2:00am, .55 from 2:00am to 5:00pm, and .6 from 5:00pm to 12:00am. No further information regarding the medical event, treatment, or the product was provided.